Event description:
It was reported that the patient presented in the ER after receiving appropriate hv therapy. Fluoroscopy revealed externalized conductors. No electrical anomalies were detected. Lead remains implanted and patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 53.3cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.5-10.4cm and 12.4-15.1cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received noted that the lead was explanted and replaced. There were no adverse consequences to the patient.